Manufacturer narrative:
The high rate of inability to remove sensor was addressed under CAPA-0104. B4: date of event, corrected to 09 july 2020; d2: product code updated to qhj; g3: date received, my manufacturer corrected to 09 july 2020.

Manufacturer narrative:
The sensor was successfully removed during the second removal attempt on (B)(6) 2020. The high rate of inability to remove sensor is being addressed under corrective and preventive action. No further investigation was found necessary.

Event description:
On august 28th 2020, senseonics was made aware of an adverse event where physician was unable to remove the sensor in the first attempt made and sensor got removed successfully in the second removal attempt.